Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral grade iii capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with two 400cc mentor memorygel breast implants and experienced postoperative bilateral grade iii capsular contracture. As a result, the patient underwent bilateral removal and replacement with two 400cc mentor smooth round moderate plus profile devices on (B)(6) 2019. This report is for the right prosthesis.

Manufacturer narrative:
On 11/08/19, the suspected medical device was returned for evaluation. Also, mentor received additional information regarding the device catalog number and lot number, catalog #: 3504001bc, lot #: 5622072. The relevant fields have been updated. A manufacturing record evaluation is in progress. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12/18/19, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection of the device, no apparent damage was observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer reference number: (B)(4).